Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 6460647 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured on the third inflation at 18atms, following placement of a pixcel stent. The pressures reached during the first and second inflations are unk. The lesion was located in the calcified and 90% stenosed left circumflex artery (lcx). There were no patient complications and patient status is reported as 'good'. The procedure was completed with this device.